Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this issue occurred during a pelvic fracture procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. It was noted that there was some delamination on the pendant. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. It was reported the site had moved the system around the system, but the gantry wouldn¿t close. It was noted all the buttons above the tilt button on the pendant would not function. The system was rebooted twice without resolve. The procedure was completed with the use of another medtronic imaging system. This issue occurred intraoperatively and caused a 45-minute surgical delay. There was no reported impact on patient outcome.